Manufacturer narrative:
The device was manufactured prior to the UDI being required. This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the provisional broke during use.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.